Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that upon examination/palpitation the patient¿s pump site was infected. Pus was also noted in the pump site area on (B)(6) 2012. Lab work was reportedly done however, the results were inconclusive. Symptoms the patient experienced included a fever, swelling and erythema at the pump site. The event resulted in in-patient or prolonged hospitalization and required medical/surgical intervention. The entire device system was explanted. The patient outcome was reported as resolved without sequelae as of (B)(6) 2012. The device system had been used to deliver dilaudid.